Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.b1 - adverse event/product problem: adverse event was removed. B2 - outcomes attributed to ae: updated from other serious to na. B6 - relevant test/laboratory data updated. B7 - other relevant history updated. H1 - type of reportable event: updated from serious injury to malfunction. H6 - health effect - clinical code 2687 removed and 4582 added; health effect - impact code 4614 removed and 2645 added.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery and during use of a 4.0x12mm nc trek neo balloon dilatation catheter, the balloon separated from the delivery system. Medical intervention was not reported. Another balloon was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the bdc was being prepared when the balloon separated from the catheter upon removal of the protective sheath. The separated portion was found on the sterile table. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery and during use of a 4.0x12mm nc trek neo balloon dilatation catheter, the balloon separated from the delivery system. Medical intervention was not reported. Another balloon was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. The investigation determined the reported separation appears to be related to operational context. Returned device analysis noted the outer member separated proximal to the guide wire exit notch. The material at the noted separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). In this case, it is likely that the device was inadvertently mishandled during removal of the protective sheath and/or mandrel/stylet resulting in the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.